Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 251 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient had an infection at the pump site and the hcp decided to explant the pump due to the infection. The date of the event was asked but unknown. Surgical intervention occurred on (B)(6) 2017 to resolve the issue. It was indicated that the hcp¿s plan was to remove the pump on the left side and re-implant a pump on the right side. This was done but during catheter aspiration the hcp determined the pump segment was not working but the spinal catheter segment was working. The hcp decided to modify the pin connector and connected a new catheter pump segment to the existing spinal segment as it was working and the hcp wanted to keep it as placing a new one would have required drilling through bone. It was reported that no diagnostics were performed. ¿n/a¿ was stated in response to any environmental/external/patient factors that may have led or contributed to the issue. It was indicated that the issue was resolved at the time of the report and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was indicated that the pump and catheter pump segment that were explanted would not be returned as they were discarded. No further complications were reported or anticipated.